Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is still in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has an air detection alarm. Any pt involvement, injury or medical intervention is unk.